Event description:
It was reported that wire detachment occurred. A 200cm, 8cm v-18 control wire was selected for use for a percutaneous transluminal angioplasty procedure in the arm. The guidewire was advanced to cross the lesion, however, the tip of the guidewire broke. The physician decided it was not an immediate danger to the patient and left the wire tip inside the patient. There were no patient complications reported and the patient's status was stable. The physician monitors the patient weekly through dialysis appointments.

Manufacturer narrative:
Age at time of event: 18 years or older. Corrected: device available for evaluation, returned to manufacturer date, device eval by manufacturer, device eval by MFR sum attach, device not eval by MFR code, evaluation method codes, evaluation result codes, evaluation conclusion codes.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has its distal tip broken. Only 198.1 cm was returned. Overall length should be 200 cm. The outer diameter of the middle and proximal sections of the device are within specifications.

Event description:
It was reported that wire detachment occurred. A 200cm, 8cm v-18 control wire was selected for use for a percutaneous transluminal angioplasty procedure in the arm. The guidewire was advanced to cross the lesion, however, the tip of the guidewire broke. The physician decided it was not an immediate danger to the patient and left the wire tip inside the patient. There were no patient complications reported and the patient's status was stable. The physician monitors the patient weekly through dialysis appointments.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that wire detachment occurred. A 200cm, 8cm v-18 control wire was selected for use for a percutaneous transluminal angioplasty procedure in the arm. The guidewire was advanced to cross the lesion, however, the tip of the guidewire broke. The physician decided it was not an immediate danger to the patient and left the wire tip inside the patient. There were no patient complications reported and the patient's status was stable. The physician monitors the patient weekly through dialysis appointments.